Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented for a device change-out due to eri. Externalized conductors were observed. No electrical anomalies were detected. The lead was explanted.

Manufacturer narrative:
A partial lead with the distal tip measuring 52.0cm was returned for analysis. Internal insulation abrasion was noted at 9.9-10.6cm, 16.3-16.6cm, 18.8-19.2cm, 26.7-28.6cm, and 27.0-27.4cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 9.8-19.4cm from the distal tip. The etfe coating was damaged during explant at this location.